Manufacturer narrative:
The mobile power unit (mpu) was not returned for evaluation. A specific root cause of the captured event could not be determined. (B)(4) was manufactured prior to the a/c power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016, and was reported that log files were submitted for patient who had no external power alarms observed multiple times. Technical service reviewed the log files and noted that the no external power events observed on (B)(6) 2018 was due to patient's mpu ac power cord becoming loose and noted that there was no interruption in pump support to the patient during this event. No additional information was provided.